Manufacturer narrative:
The customer¿s report of a tubing separation was confirmed. Visual inspection showed a tear on the silicone pump tubing near the upper fitment, measuring approximately 0.112 in. Long. The ring retainer was present and still intact; no crush marks or tool marks were observed. Functional testing could not be performed due to the tear in the silicone pump segment. The root cause of the tubing separation is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while moving a patient from a bed to a stretcher the infusion of cellcept in d5w was noted to have leaked. The tubing was noted to have separated at the pumping segment. There was no patient harm.